Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: investigation revealed that the battery compartment was cracked along the side. There was moisture observed inside the battery compartment. A leak test confirmed the battery compartment leak. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was moisture observed inside the battery compartment. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.